Event description:
The customer states that physicians have been questioning architect creatinine assay results. For example, one pt generated an initial creatinine result of 6.3 mg/dl that retested at 2.7 mg/dl. There are no concerns with any other assay. The abbott customer technical advocate discussed with the customer the importance of checking the reagent cartridges for bubbles and how bubbles in the reagent pack can affect results. There is no impact to pt management reported.

Manufacturer narrative:
The customer continued troubleshooting the issue by sending 40 samples to another lab for verification on a different platform. The customer states that results correlated within acceptable limits. The abbott customer technical advocate (cta) and the customer discussed that the erratic results could be from bubbles and fibrin within the samples and bubbles in the reagent. The customer commented that all suspect samples came from the same clinic, which had issues in the past with fibrin in pt samples. The cta discussed sample and reagent handling procedure with the customer. The customer had no further occurrences of erratic creatinine results and required no further assistance. The assay and instrument are performing per labeling. The customer's issue is addressed in the clinical chemistry creatinine reagent package insert, which provides instructions related to suitable samples including ensuring complete clot formation and avoidance of fibrin and bubbles. The insert also advises the user how to handle the reagent to address bubbles. Refer to the following sections: specimen collection and handling, suitable specimens, and reagent handling and storage, reagent handling. The abbott architect system operations manual october, 2006, provides the user with instruction for handling reagents in section 7-operational precautions and limitations under, requirements for handling consumables. Additionally users are advised in limitations of result interpretation that assay results must be used with other clinical data, for example, symptoms, other test results, pt history, clinical impressions, info available from clinical eval, and other diagnostic procedures. All data must be considered for pt care management. If assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. Section 10 troubleshooting and diagnostics goes on to describe as possible probable causes the sample contains fibrin clots or particulate matter and bubbles or foam is on the surface of the sample or the reagent. A malfunction of the system and reagent did not occur. The issue appears to be related to handling of the reagent, which may have had bubbles and/or the integrity of the samples in question. This is a final report.